Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on radius, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crease smooth on radius and brown particles in the fill channel. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius side assessed as fold flaw opening. Additional, changed, and/or corrected data: a4, d9, h3, h6.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.